Event description:
According to the reporter, the anvil did not tilt when the instrument was released from the tissue after stapling. The anvil stayed in the anastomosis and it was needed to convert to an open surgery to remove the anvil. The surgery time was increased more than 30 minutes. Pt fine. Sex: unk. Procedure: colectomy.